Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned components found that the femoral inserter/extractor exhibits signs of repeated use (nicked and gouged). Device was test assembled with impact pad and femoral provisional. This returned psn femoral inserter extractor securely held the provisional and functioned as intended. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The complaint was not confirmed and the device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the spring mechanism of the device was broken. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.